Event description:
It was reported that the right atrial lead dislodged one day post implant. The patient was asymptomatic to the event. During lead revision, body fluid was observed inside the suture sleeve of the right atrial lead; it was suspected that the insulation may have been compromised. The lead was explanted and replaced. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.